Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmissions. The implantable cardiac monitor was triggering false positive alerts for atrial fibrillation and tachycardia, which was due to post sensed t wave oversensing. The physician was aware of the issue. Patient was stable and will continue to be monitored.